Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted as part of a chevar procedure in the endovascular treatment of a 80mm abdominal aortic aneurysm. It was reported that during the index procedure, the proximal neck was noted to be less than 10mm and there was a difference of elevation between the left and right renal artery, a plan was made to implant a covered stent in the lower renal artery and perform the chimney technique. Cannulation was performed for the lower renal artery with a catheter using a 7 french guiding sheath. It was noted the guiding sheath could not be inserted due to patient anatomy. The wire (cannula) was remaining in the renal artery, and an attempt was made to advance the guiding sheath again because the stent graft implantation was completed, but it failed to pass between the stent graft and blood vessel wall, as a result the chimney technique was not performed. The unilateral renal artery was covered. (2/3 of the renal artery was covered because the there was a vessel leading to that covered renal artery at the superior mesenteric artery (sma) level). As per the physician the cause of the event was anatomy. There was the tortuosity noted on the aorta at the level of the renal artery so it was access site was difficult to for the guiding sheath. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis: the reported occlusion of the left renal artery and difficulty in cannulating with a chimney could not be assessed on the films received; however, the cause of the reported events appeared to have been anatomy related. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy but the still images provided allowed appreciation of the patient¿s challenging off-label anatomy. Procedural angiogram videos showing coverage of the renal artery and attempts to cannulate were also not provided. It is most likely that the angulated short neck anatomy led to the difficulty with cannulation of the chimney. The planned coverage of the left renal artery can be understood from observance of the patient¿s short and angulated aortic neck. If information is provided in the future, a supplemental report will be issued.